Event description:
It was initially reported that the physician's handheld was not functioning correctly. The handheld is left charging when not in use, but the charging indicator light was not turning on while plugged into the outlet. Two different ac cords were used and the light still would not turn on. It was confirmed that the handheld that the second ac cord belonged to had the indicator light coming on when charging. A hard reset was performed and it would progress to the message "to clear all data in memory" but then would turn off. This was replicated two additional times so it was believed that the handheld was not charging. A company rep went to the site. A different connector cable was used, and the power came on. Good faith attempts for product return have been unsuccessful to date.